Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4)

Event description:
Evaluation summary: the trellis peripheral infusion system was received for evaluation. No ancillary devices, procedural notes, or cine images from the procedure were received. The returned trellis system included: oscillation drive unit, (odu), with dispersion wire, manifold/catheter, and syringes. A kink in the dispersion wire was noted at the end of the odu stainless steel hypotube. The catheter was examined with the aid of magnification starting at the distal end. No abnormality or deformity was noted in the distal balloon. The distal end of the proximal balloon exhibited no abnormality or deformity. The proximal end of the proximal balloon exhibited a football shaped hole over the proximal marker band. All components of the device are accounted for.

Event description:
This procedure was performed in (B)(6). The physician reported an issue with the proximal balloon during the procedure. There was no patient injury and no intervention required. The procedure was extended by more than 30 minutes. Lytic was present when the issue with the proximal balloon occurred. The physician used a second trellis and implanted a venous stent to complete the procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available, a supplemental report will be submitted.